Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2 additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement with three proglide devices via 14fr sheath were attempted in the left common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the deployment of the needles prior to the tavi sheath insertion was unsuccessful with three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Lot number updated from 8110841 to 8083141. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the needles could not be tested as not all the components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.